Manufacturer narrative:
G4:17apr2021. B4:19apr2021. A philips service technician evaluated the device and determined the blower assembly required replacement. The service technician replaced the blower assembly and the device was returned to service. The removed blower assembly was returned to the failure investigation lab (fi). A visual inspection of the blower assembly revealed no evidence of damage or contamination. The fi technician installed the blower assembly into a fi ventilator to duplicate the reported issue. The customer complaint could not be verified. No errors occurred during testing. No-fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02dec2020.

Event description:
It was reported to philips that the device was making noise. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.